Event description:
The trailing haptic crimped while the lens was being implanted in the pt's eye. The surgeon cut the lens to remove and replace it.

Manufacturer narrative:
See MDR 1920664-2008-00063 for the delivery device used with this intraocular lens. The lens was returned with both haptics bent and the optic cut. The delivery was not returned. The cause of the damage cannot be determined.